Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a tka, a broken ring-like resin component from a patella guide was found near the surgical field. All broken parts were searched for, but none could be found. After thorough cleaning, and as it could not be confirmed on x-ray, the doctor decided to close the wound. All available information has been provided.